Event description:
Received attorney letter stating "consumer sustained devastating personal injuries sustained by a faulty shower seat/chair that broke and collapsed". The right (sitting) rear leg detached, u bar cracked through pre-drilled hole for the hand screw.